Manufacturer narrative:
Pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the c13/lcd isolation tape noted. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer's battery cap was contaminated and was unable to be clean. The customer also stated that the screen of the insulin pump would go blank. The customer stated that he loosened the battery cap, screwed the cap back on, and the screen reappeared. Advised customer to not place his batteries in the freezer or refrigerator that he uses in the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that there was damage at the battery cap due to the battery exploding while in the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.